Manufacturer narrative:
Investigation summary: investigation summary: customer returned (1) loose 1cc, 6mm syringe. Customer states that when trying to aspirate the air, the plunger returns by itself. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 6179716. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200683973, 200654004, 200654103] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for plunger difficult to operate and the 1st related complaint for clog on lot # 6179716. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ insulin syringe would not aspirate the medication. There was no report of injury or medical interventions.